Event description:
It was reported that a versacross connect laac was selected for use and case was completed. At the end of the case, the technologist and the physician noticed that the insulation on the wire had sheared off of the wire (distal end). This seemed to happen outside of the body and was noticed after the case. No pieces were missing. The staff pulled a small piece off of the wire (will be included in return). The wire insulation sheared on the distal end. It was not inserted through any metal introducer. There was no damage noted before using the wire and no damage to packaging. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and noted to have its ptfe at proximal end peeled-off for about 6 inches. No damage at its tip was noted. Therefore, the reported allegation of coating issue damaged was confirmed.

Event description:
It was reported that a versacross connect laac was selected for use and case was completed. At the end of the case, the technologist and the physician noticed that the insulation on the wire had sheared off of the wire (distal end). This seemed to happen outside of the body and was noticed after the case. No pieces were missing. The staff pulled a small piece off of the wire (will be included in return). The wire insulation sheared on the distal end. It was not inserted through any metal introducer. There was no damage noted before using the wire and no damage to packaging. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.